Event description:
Procedure performed: left posterior laparoscopic adrenalectomy event description: trocar snapped when trying to be removed. The device was being used in a normal fashion with laparoscopic instruments. The trocar snapped towards the end of the case, but the team could not pinpoint when it occurred. The trocar was inserted with no issues, the only reason the team decided to readjust the trocar is because they were having trouble maintaining pneumoperitoneum. No changes to health. Type of intervention: a new trocar was placed at the site to finish the case. Patient status: patient was not harmed in this incident.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, which confirmed complainant¿s experience of fractured cannula shaft. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported events. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: left posterior laparoscopic adrenalectomy. Event description: trocar snapped when trying to be removed. The device was being used in a normal fashion with laparoscopic instruments. The trocar snapped towards the end of the case, but the team could not pinpoint when it occurred. The trocar was inserted with no issues, the only reason the team decided to readjust the trocar is because they were having trouble maintaining pneumoperitoneum. No changes to health. Type of intervention: a new trocar was placed at the site to finish the case. Patient status: patient was not harmed in this incident.